Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 20-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (5 mg/ml at 0.3998 mg/day) via an implantable infusion pump. It was reported that the patient was having their pump replaced due to a normal end of serviceable battery life. However, the patient was going to be having another spinal surgery in the near future and the distal portion of the catheter needed to be moved so it was not in the way for the upcoming surgery. Initially the surgeon was going to replace the distal segment and tie off the existing catheter. After consideration, he was going to replace the proximal segment and remove the previous catheter. When he tried to remove the original distal segment it was found that the catheter was fractured. Due to this, a portion of the distal portion was left implanted, not in use. It was noted that the patient had experienced an increase in pain recently. The entire catheter was replaced. The issue was considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
H3: pli10: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. Pli20: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.